Event description:
It was reported that during implant, the lead had impedance greater than 3000 ohms measured by the analyzer. The analyzer cables were switched and the lead was tested unipolar, but the impedance remained unchanged. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. (B)(4).